Event description:
The manufacturer received information alleging upon initial inspection, the device failed system leak verification test step and an error code related to the pressure sensor was observed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.